Event description:
Motion concepts sold a wheelchair to a dealer named "(B)(4)" on 26-aug-2015. (B)(4) further sold that wheelchair to end user "(B)(6)." On (B)(6) 2015, client was in tilt position for pressure release. He tried to lower the wheelchair and it would not work. Client was transferred to the bed with help of his wife and daughter. There was no injury reported by the client. Client was afraid about this malfunction and want to return the chair to motion concepts.